Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges lung lesions and nodule. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was returned to a third-party service center for evaluation. During the evaluation of the device, the device has confirmed evidence of visualization of foam particles. In addition to above findings, the device was routed to scrap. In this report, section h - evaluation method, evaluation results, component and conclusion code has been updated.